Event description:
Customer reported their leadcare ii analyzer did not power on and a burning smell from the unit. Customer reported this issue occurred while analyzer was plugged into the wall, using a power cord labeled "leadcare". Prior to calling technical services (ts), the customer had attempted a hard reset, and also attempted to power on the analyzer with batteries only (without the power cord). This did not resolve the issue. Customer reported she did not feel anything hot to the touch. Customer reported no one was injured, and there were no sparks or visible signs of smoke. Ts instructed the customer to unplug power cord from wall and remove power cord from analyzer. Ts instructed the customer to return the affected leadcare ii analyzer to mag for investigation, and sent the customer a replacement unit.

Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury due to malfunction. No patient injury or harm resulted from this event.